Manufacturer narrative:
Device is used for treatment, not diagnosis (B)(6). Additional code: hbw. Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Event description:
Two rapidsorb cranial clamps broke during surgery. One clamp broke near the handle, the other broke between the clamps. There was no delay in surgery and the procedure was successfully completed. All pieces were retrieved without incident. This report is 1 of 2 for complaint (B)(4).